Manufacturer narrative:
Tandem quality engineer reviewed pump data. The reported malfunction alarm was confirmed in the pump logs. However, there is no evidence that the pump experienced a malfunction or failure related to the low bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 363 mg/dl. Customer also reported a separate undefined low blood glucose level of 45-50 mg/dl that was addressed by consuming glucose tablets. The customer reverted to an alternate method of insulin therapy.